Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the device that was in place was no longer functioning correctly. It was unknown what actions were taken and what the outcome of the event was. No patient symptoms were reported. No further complications were reported/anticipated.